Event description:
(B)(6). According to the information received, there was a report of blocked urine flow with a urine bag. The anti reflux valve is sealing off and not letting urine drain into the bag. The urine was backing up into the catheter.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.